Event description:
Customer reported blood glucose results of 225 mg/dl, 115 mg/dl, and 118 mg/dl within 10 minutes on the active system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Suspect product is unavailable for return; replacement was sent.